Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of bacterial peritonitis was unknown. On an unspecified date in the same year as the onset, the patient was hospitalized for the peritonitis. The patient was treated with vancomycin, cefazolin and levofloxacin infusion added into dianeal (intraperitoneally, doses and frequencies not reported) for bacterial peritonitis. On an unspecified date in the next month, the patient was discharged from the hospital. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.